Event description:
Customer reported that he experienced pain and an unusual amount of bleeding upon sensor insertion. Customer reported that he eventually removed the sensor because it continued to bleed. Customer also stated that the insertion site was bleeding hours after the sensor had been removed. Blood glucose level at the time of the call was 86 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.